Manufacturer narrative:
Concomitant medical product: dtma1q1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold on the left ventricular (lv) lead due to placement. It was noted that the lead had partially dislodged and pulled back. The lead was explanted and replaced. No patient complications have been reported as a result of this event.